Event description:
Evaluation summary: the shaft was kinked and damaged approximately 4cm from the proximal welding. The guide wire lumen was inflated with air and a cut was noticed on the shaft surface at 1cm from the damage. Using an airstream it was possible to inflate the balloon and verify that no damage was present

Event description:
An attempt was made to use an admiral xtreme pta balloon catheter to treat a focal lesion in the femoral artery with 80% stenosis. Vessel was not calcified or tortuous. Device was inspected before use and negative prep was performed with no abnormalities noted. When the physician tried to inflate the balloon using a visioflator ii inflation device, it was noted that the balloon was punctured as the blood returned to the syringe. It was not possible to inflate the balloon. There was no resistance at the time of balloon insertion or with the guidewire or guide catheter. No patient complications were reported. Another admiral xtreme device (4 x 40) was used to complete the procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: incorrect technique/ procedure (shaft cut caused during procedure). Conclusion: device failure due to user handling (shaft cut caused during procedure).

Manufacturer narrative:
Evaluation results: (based on the information provided no root cause can be determined). (B)(4).